Event description:
It was reported that there was leaking at the reservoir. No patient involvement.

Event description:
Additional information received via email 22 feb 2022. Event date updated. No patient involvement.

Manufacturer narrative:
Other text: additional information: d4 UDI is unknown. No product information has been provided to date. B5 d5 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The technician only performed a visual inspection. Missing line cord, pole clamp, and cracked tank cover. The reported issue was confirmed. The root cause of the reported issue was found to be cracked tank cover. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.